Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia on (B)(6) 2023. The patient's blood glucose levels reached 52 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hypoglycemia and a seizure. The patient was treated with shots and folic acid for the seizure. The patient did not recall what the shots were. The patient was prescribed a medication from the hospital but does not recall what it was. The patient was released on (B)(6) 2023. The pod was removed at the hospital. The patient has discarded the pod.